Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had air in the tubing. The technical service representative (tsr) had the hp check the line for kinks/bubbles. The hp stated that the patient line had air bubbles. The tsr assisted the hp with ending therapy. The tsr advised the hp to check the patient line for air bubbles before connecting. The hp understood. The tsr advised the hp to start over with new supplies. Global product surveillance (ps) contacted home patient's (hp) daughter on (B)(6) 2012 who is the caregiver (cg) regarding the reported problem. The cg stated that the hp did not complete therapy on (B)(6) 2012. The cg did not notice any defects with the original cassette. The cg had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for air in the tubing was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.